Manufacturer narrative:
The user experienced severe hyperglycemia resulting in diabetic ketoacidosis and hospitalization while using the ilet. This situation can result in acute metabolic decompensation requiring inpatient treatment and is consistent with the reported hospitalization and insulin therapy. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data indicates the cgm sensor failed and detached, resulting in bg run mode; no blood glucose values were entered, leading to suspension of insulin delivery and subsequent hyperglycemia. Based on available information, the event was attributed to use-related therapy management factors, specifically failure to enter bg values during bg run mode following cgm loss, rather than abnormal ilet device performance. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On (B)(6) 2025 it was reported that on (B)(6) 2025 the user experienced hyperglycemia progressing to diabetic ketoacidosis (dka) following loss of cgm data and cessation of insulin delivery. The user was hospitalized from (B)(6) 2025 to (B)(6) 2025 and treated with insulin therapy. The user was discharged and resumed ilet use with no long-term health effects reported.